Manufacturer narrative:
The DHR for this chair was reviewed; the device met all specifications prior to distribution. Due to the limited information provided via mail, several attempts to gain information surrounding the alleged complaint have been unsuccessful. Permobil has not been able to confirm if the device itself contributed to the event. If additional information is received permobil will file a follow-up report. Not available for inspection.

Manufacturer narrative:
On july 24th of 2015, permobil received the fire investigation report from the (B)(6) fire-rescue department. The report narrative stated the accidental fire originated in, near, or around the electric wheelchair in the living room on the wall. The report also stated that the probable cause was an unspecified electrical short in the suspect wheelchair. Permobil has not been unable to confirm if the chair malfunctioned or if it was an electrical issue with the outlet in the home as the suspect wheelchair has not been made available for inspection. Additional information received in this report stated that no injuries were sustained due to this event. This information received was not available prior to the initial MDR report sent to FDA on 07/20/15.

Event description:
Received correspondence from a law office stating that the end user reported bodily injury and property damage caused by a thermal incident in which a permobil was involved. Repeated attempts to obtained additional information regarding event have not been successful.